Event description:
The lead was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.